Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the sales rep, that during an ankle fracture procedure, while the surgeon was using the fibulock nail, the nail was inserted, talons actuated and during drilling of the distal screws through the jig, the jig was rotating causing the drill to miss the screw hole in the nail and a piece of the drill broke off in the patient, as well as a piece of the base where the nail screws on to the jig. The drill bit piece was unable to be removed and was left in patient. The piece that broke off the jig was removed.